Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The lesion was pre-dilated with a 2.5 mm balloon, unk type. The physician then stented the moderately calcified left anterior descending (lad) artery from distal to proximal including a 2.5 x 12 mm promus stent followed in tandem more proximally with a 2.75 x 32 mm promus stent and then more proximally, almost to the ostium of the vessel, with a 3.0 x 12mm promus stent. All three stents were post dilated at 16 atms. Less than 10% residual stenosis remained. The physician then treated along segmental stenosis in the proximal to mid circumflex (cx) artery with a taxus liberte 3.0 x 32 mm drug eluting stent. The stent was post dilated with a 3.2 mm maverick balloon to 18 atms. Less than 10% residual stenosis remained with excellent timi iii flow. During this procedure the pt went into rapid atrial fibrillation and was treated with digoxin and amiodarone. Due to elevated blood pressure hydralazine was also administered. Angiomax was administered prior to the procedure. No add'l pt complications were reported. Almost immediately following the procedure the pt experienced chest pain and significant st segment elevation. The reopro drip that had been stopped for 20 mins was restarted. Emergent catheterization confirmed total occlusion of the proximal cx with haziness in the lad at the proximal edge of the stent. There was timi iii flow in the lad, timi 0 flow in the cx. The cx occlusion was crossed with a non bsc guidewire and flow was re-established. There was still a haziness mid vessel that appeared to be an 80% thrombotic occlusion. Intracoronary reopro was administered followed by multiple dilatations. Due to persistent haziness a 3.0 x 18 mm non bsc stent was implanted on top of the recently placed taxus liberte stent. Post dilatation was performed at high pressure with a noncompliant balloon. Timi iii flow was achieved with less than 10% residual stenosis. Intracoronary reopro was then administered to the lad and that area was stented with a 3.0 x 12 mm stent, unk type. This stent was post dilated with a noncompliant balloon. Timi iii flow was achieved. The pt was stable post procedure. No add'l complications were reported.